Event description:
It was reported that during a routine device follow up, this pacemaker was found to be operating in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.